Event description:
The reporter indicated the surgeon implanted a 13.7mm vicm5_13.7 implantable collamer lens, -09.50 diopter, into the patients right eye (od) on (B)(6) 2022. The patient experienced a refractive surprise and the lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Explant date: unk. Claim #: (B)(4).

Manufacturer narrative:
B5 - the lens was replaced on (B)(6) 2022 with a shorter and different lens model and problem was resolved. Reportedly, "all fine, patient is happy!" Claim# (B)(4).

Manufacturer narrative:
B5 - additional information: lens exchange is planned for september. Claim# (B)(4).